Event description:
Complaint alleges that the light on the blade failed during intubation. The blade had to be switched out. The blade was being stored on a crash-cart and used in emergency situations. The pt condition is reported as "fine".

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for eval, therefore, the complaint could not be confirmed.